Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with palpitations. Upon interrogation, the lead exhibited loss of capture and pacing not delivered when required. There was no asystole noted. A surgical revision was performed and it was noted that the slack had been pulled out of the lead. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.